Manufacturer narrative:
Batch review performed on 25 february 2019: lot 181856: (B)(4) items manufactured and released on 13-jul-2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. An additional device was involved in the event: gmk-sphere tibial insert fixed sphere flex size 2/13 mm r (k140826), lot 154383: (B)(4) items manufactured and released on 15-jul-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by instability 4 months after primary surgery. The surgeon revised the femoral component and the poly and the surgery was completed successfully.